Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported sepsis followed by multisystem organ failure (msof) could not conclusively be determined through this evaluation. Additionally, a specific cause for the suspected infection of the outflow graft could not be conclusively determined through this evaluation. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient's outcome could not conclusively be established through this evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists sepsis, multiple types of organ failures and dysfunctions (hepatic dysfunction, renal dysfunction, respiratory failure and right heart failure), pump pocket infection and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions regarding preventing infection are provided in various sections of the IFU. The heartmate 3 lvas patient handbook contains information about preventing infection. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported through the patient outcome that the patient expired on (B)(6) 2020 due to sepsis followed by multi-system organ failure (msof). The patient developed a progressive msof which was related to the outcome. At the time of outcome, a suspected infection of the outflow graft was in place. No device or driveline infection was in place at the time of outcome. The device performed as expected. No autopsy was performed. The device was not explanted. The device will not be returned for evaluation. Privacy laws prohibit the customer from providing information regarding the case.